Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2001 - pt underwent repair of chronically incarcerated umbilical hernia with a kugel patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records provided are limited to the operative report from hernia repair surgery dated (B)(6) 2001. The attorney's report alleges an explant on (B)(6) 2001 but there is no operative report, pathology, or culture report involving a kugel patch explant included in the info provided. Additionally, no sample has been returned for evaluation. With the currently available info, no conclusion can be drawn.